Manufacturer narrative:
(B)(4). Results: cartridge, drivers, one piece sled and photograph. Additional information was requested and the following was obtained: it was asked if the staples were malformed or were there rows not deployed. Response - it was not clear if there were missing staples but some of the staples were goal post in shape. Sales rep noted that seamguard was used on each firing. Used ec60a to complete the procedure. Intra operative photographs received: based on the photographic evidence of the subject ple60a device firing, the event description cannot be confirmed. Unfortunately, the photographs do not provide enough evidence as to what may have caused the issue. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present, additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on second firing with a green reload, one staple row formed on patient side. All three rows formed on pathology side. Gun and reload pulled from the field. Finished case with another device of a different product code. Seamguard was used on each firing. There were no patient consequences reported.